Event description:
In this case and based on the information provided at this time, the customer reported that during a physicists testing he noted that CT dose index (ctdi) vol for the pediatric abdomen protocol was significantly higher (14.8 mgy) than the ctdi vol value that was displayed on the console-displayed ctdi vol (8.8 mgy). The philips field service engineer (fse) confirmed that there was no harm to a patient or operator.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this . We will file a follow-up MDR at the completion of the investigation. (B)(4).